Event description:
Analysis of the returned device found that the coil had detached prematurely from the pusherwire. There was no patient involvement.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Visual analysis of the returned device showed that the coil was returned inside of the introducer sheath. As the coil was being removed from the introducer sheath, the distal portion of the coil detached and remained inside the introducer sheath. The proximal end of the main coil was not attached to the distal end of the delivery wire. Examination of the coil under magnification found the coil to be kinked and stretched. Dried saline was noted on the delivery wire and the delivery wire was kinked at 13 cm and 74 cm from the proximal end. The proximal contact was not attached to the end of the delivery wire. Functional analysis was unable to be performed due to the damages noted to the device. The investigation concluded that it is likely procedural factors caused the performance of the device to be limited. Therefore a root cause of operational context was assigned.